Event description:
It was reported by the customer that on (B)(6) 2010, an aiming beam fired out of the fiber tip at 24,802 joules. No patient injury was reported. The device was not returned for evaluation.